Event description:
It was reported that the lead was oversensing myopotentials. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead experienced an insulation breach.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The distal conductor of the lead was extrinsically over-rotated. Visual analysis found outer insulation breached in-vivo/depression. Insulation damage did contribute to the electrical complaint, oversensing. (B)(4).